Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damages to the balloon or the shaft of the ibt. Functional inspection with a sample syringe confirmed the ibt when under pressure was leaking out the shaft near the connector valve. It appears the shaft was separated from the valve at one point. Unable to determine root cause of shaft separation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l1 due to vertebral compression fracture. Intra-op, when balloon was inflated, contrast leaked from the top y-intersection of the inflatable bone tamp. The procedure was however completed with the same product. No patient complications were reported.